Manufacturer narrative:
D3, manufacturing plant country: correction. D9: date returned to mfg.: 1/20/2026. H3 and h6. Codes: updated. Device evaluation: received three (3) used administration sets, three (3) used equashield w/ piercing pin, two (2) used 0.9% sodium chloride 50ml bag, and one (1) used 100ml bag. As received, there were no damages or anomalies observed. To replicate clinical use and to detect leakage, the administration set was spiked onto an ICU medical provided IV bag filled with dyed water. The administration set was then installed onto a cadd-solis 2110 pump and 10ml of priming was performed for each sample. No leakage was observed from the inline filter. The used samples were leak tested as per the manufacturing procedure using a hydrostatic pressure pump. Leakage was observed from the non-ICU medical spike attachment used on the administration set spike. This was observed for all three samples. No inline filter leakage was observed. The complaint of leakage cannot be confirmed nor replicated. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cadd administration filter was leaking. The leak was on a patient that started her first cycle of chemo and was due to receive her first dose of 5fu for 46 hours. She did not even get half of her treatment. The event occurred while in use with patient at patient's home. There was no patient harm or adverse event reported.